Manufacturer narrative:
(B)(4). The assignable cause of the iipv was determined to be: insufficient drain. False empty detect and use error. Inappropriate bypass of the low drain volume alarm and insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the min drain volume threshold. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Event description:
During initial assessment of a returned homechoice (hc) device, an increased intraperitoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The drain volume was 3186 ml. The programmed fill volume was 1800 ml. This drain amount meets overfill criteria. Product surveillance contacted the nurse who confirmed that there was no patient injury or medical intervention associated with this report and the home patient was doing well with treatments on the new homechoice device.